Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted at the hospital after receiving several inappropriate hv therapies due to atrial fibrillation with rapid ventricular response. Patient was treated with medications and programming changes were made. The patient had no discomfort and the event resolved without sequelae. Patient was well and was discharged.